Manufacturer narrative:
The maryland bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps got stuck during an emergency unloading. The procedure was converted to open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visual inspected internal and external, no issues was identified. The instrument passed the grip test. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.